Event description:
The hcp explanted the pump after an implant duration of 15 months. It was replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.

Event description:
Additionla info from the hcp reports the pt was experiencing decreased analgesia. There was "no change in volume at refill of reservoir." A catheter dye study and rotor sutdy were done and the pump was replaced. The pt is reported to have better pain control after the replacement.